Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 07/31/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. A battery compartment crack was observed from the top to the grip pad. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons.